Manufacturer narrative:
Based upon review of information provided by the user facility; based upon evaluation of the reserve sample. Conclusions - based upon review of information provided by the user facility; based upon evaluation of the reserve sample. The involved device has not been returned for evaluation. A reserve sample was tested and no defects or malfunctions were observed. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. There are many complex clinical variables, such as patient condition and/or various medications, which may have been related to the events observed after initiating the second pump run. Based upon the available information, the cause for the reported observation cannot be definitively be determined, but there is no indication that a device defect, or malfunction was involved. Oxygenator performance under standardized conditions and the steps recommended for change out during use are addressed in the device labeling. All available information has been filed in qa for appropriate tracking, trending and follow up.

Event description:
The user facility reported tha the bypass portion of a procedure had been completed, they had come off pump and administered aprotinin to the patient. Conditions developed whereby cardio-pulmonary bypass had to be re-instituted. Shortly after initiation of the second pump run, clotting was noted in the oxygenator. The involved oxygenator was changed out at that time and the procedure was completed successfully with no further problems. The total blood loss was estimated to be 270-cc. The patient has reportedly been discharged to home in fine condition.